Event description:
The device was being used for pt monitoring while in transport to the hosp. At some unspecified time the device spontaneously displayed the pt ECG as a flat-line trace and the service indicator was lit. No additional info concerning the event was reported.